Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023 h6: investigation summary customer returned 44 unopened and 18 opened (with tear drop labels) 32g 4mm pro pen needles loose from the lot# 1138232. It was reported by the customer that non-patient bends when he primes. Stated, non-patient end is bent before attempting to prime and sometimes he cannot attach the pen needle. Unopened pen needles: all the retuned pen needles were visually examined and observed no issues. Tear drop labels were opened to check the npe cannula and observed no issues with bent. Functionality test was performed on all the pen needles, no issues were observed with attachment, detachment and flow. No reported issues were observed on the returned unopened samples. Opened samples: all the retuned samples that are opened were visually examined and observed 15 pen needles with bent npe cannula and 3 samples without any damages. Functionality test was performed on 3 pen needles, no issues were observed with attachment, detachment and flow. No reported issues were observed on the 3 pen needles that are without any damages. As the returned samples were open root cause cannot be determined for bent npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure as bent npe cannula. Root cause cannot be determined as the returned samples were open. See h10.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ 2nd gen pen needles 32g x 4mm the pen will not attach. There was no report of any impact to consumer. The following information was provided by the initial reporter: it was reported by the consumer sometimes he cannot attach the pen needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ 2nd gen pen needles 32g x 4mm the pen will not attach. There was no report of any impact to consumer. The following information was provided by the initial reporter: it was reported by the consumer sometimes he cannot attach the pen needle.